Manufacturer narrative:
Because a serious injury resulted, this event is reportable per 21 cfr part 803. The device was not evaluated because the issue is a known inherent risk of the device. We will continue to track and monitor the trend. This MDR is being submitted as a part of a retrospective review and remediation effort based on enhancements and harmonization made to the company's complaint handling processes. There is no change to device performance or to the device risk profile. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. This retrospective review covers the this retrospective review covers the date range of 04/06/2022 - 07/28/2024.

Event description:
It was reported that a patient experienced a dental implant loss. More then 4 months from surgery.